Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or recharge. The cause for the battery failure was isolated to contamination was ingress of an unknown liquid. No adverse resulted from the defective battery pack.